Manufacturer narrative:
Film evaluation summary: the cause of the stent graft migration, leading to the type I endoleak could not be determined from the limited films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided. Review of a CT/3d film report from 9 years post-implant confirmed that the talent bifurcate had fallen into the aaa sac and was positioned 1 ¿ 2cm below the renal arteries, and there was a proximal type I endoleak. Of note, the infrarenal neck was acutely angulated ~90 deg lt-rt relative to the bifurcate proximal margin and distal aortic centerline, and there was 5mm of remaining proximal neck. The neck diameter below the renal measured 19mm, ~5mm lower was 28mm in diameter, and the remaining neck contained circumferential calcification. It was reported that there was dilatation of the proximal neck. Therefore, it is likely that disease progression (neck dilatation) along with aneurysm morphology changes (neck angulation) likely led to the stent graft migration and resulting proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that approximately 9 years post index procedure a follow up CT showed migration of the proximal stent graft distally with what appears to be dilatation of the infra-renal neck. This was noted to have led to a type ia endoleak. On this CT the proximal aneurysm neck ranged in diameter from 19.3mm- 28.3mm. There was approximately 5mm of infra-renal neck length although the proximal edge of the bifurcated stent graft is approximately 30mm distal to the lowest renal artery. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.